Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "device has strange odor, difficulty breathing/ short of breath, was sick for 2 weeks, couldn't breathe. Stop using machine and felt fine". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation.

Manufacturer narrative:
H3 other text : evaluation at third party service center.